Event description:
A report was received that soon following a revision due to high impedances, the patient experienced a device related infection around the leads with drainage. Intravenous antibiotics were administered and the entire scs system was explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that soon following a revision due to high impedances (MFR report #: 3006630150-2012-01622), the patient experienced a device related infection around the leads with drainage. Intravenous antibiotics were administered and the entire scs system was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110, serial: (B)(4), description: implantable pulse generator (ipg); model: sc-3138-35, serial: (B)(4), description: scs phiii ext 35cm. The explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.